Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing and mask. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
Additional information has been received. In this report updated as- the patient has also alleged difficulty breathing, cough. Section patient outcome code grid in box h has been updated/corrected.

Manufacturer narrative:
In previous reports, the manufacturer captured incorrect information for difficulty breathing or short of breath. The manufacturer also missed to capture errors and action taken from repair evaluation. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing and mask. The patient has also alleged difficulty breathing and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was not observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There were thirty two error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In section b: relevant test/lab data and other relevant history has been corrected. In section h: patient outcome code grid has been corrected.